Event description:
The physician implanted a gore tex vascular graft (lined) in 2007 for av access. Serous leakage was reported at the top of the loop of the graft shortly after implant. In 2007, the physician replaced the graft due to a seroma. According to the physician the hypodermal tissue or adipose of the patient's arm at the implant site was not enough.

Manufacturer narrative:
Device evaluation anticipated, but not yet complete. Lot number unknown.